Manufacturer narrative:
Sections with additional information as of 21-apr-2020: b2: adverse event report is being submitted due to symptoms related to diabetes - dizzy h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 21-apr-2020: h1: type of reportable event changed from "malfunction" to "serious injury".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer initially reported complaint that the meter was continuously beeping when the power button was pressed and when a test strip was inserted. While troubleshooting, customer also reported complaint that the test strip was not absorbing the blood. At the time of the call the customer reported feeling dizzy. Medical attention was not needed at the time of the call. During the call the customer had also inserted another test strip in the truemetrix air and the strip still did not absorb the blood. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/31/2020 and open vial date is (B)(6) 2020.